Event description:
It was initially reported that pr logic withheld therapy for eight beats during fast vt (ventricular tachycardia). It was later reported that the device was about 55% depleted after 13 months, and the battery voltage seemed to be dropping too fast. The device was explanted. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis.